Event description:
It was reported that at implant when the new device was connected to the leads, "no stimulation" was observed, just the patient's intrinsic rhythm. The device was replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.